Event description:
It was reported that following a non device related surgery, wherein the device was never put into surgery mode, the patient was unable to charge the ipg and was getting communication failure reading with the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in november 2023.